Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the rubber stopper remains in tube during centrifugation.".

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Bd was unable to reproduce the closure separation defect via functional testing of the customer samples. However, 29 retention samples from bd inventory, were evaluated by functional testing and the issue of closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the rubber stopper remains in tube during centrifugation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.